Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia to 51 mg/dl after announcing lunch during the first day of ilet use, disconnected from the system due to concern, briefly resumed multiple daily injections, and later reconnected; the low lasted about two hours, the device provided a low alert, and the event was treated with oral carbohydrate. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user coaching on troubleshooting and early learning behavior of the system. Investigation of this case revealed an adverse event of hypoglycemia with cause unclear and no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.